Event description:
It was reported that the patient underwent an unknown procedure with sutures placed in the fascia. Post-operatively, the patient presented with a reaction. The patient developed an infection. The presence of a rash and pus were noted. Physician removed sutrues and patient is fine.